Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 24-jun-2018, (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 01-dec-2018, (B)(4). Date of event: approximate date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that therapy worked for 2 months and never worked after that. The left side lead quit working and there was no reaction on the left side when they had programmed the device. Sometimes the patient's pain got worse and they never came off of the medication. The patient needed a brain MRI and the device was not charged or worked and the external equipment was lost. It was reported that the patient would have the device removed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.